Event description:
It was reported that when the device was used during a hemorrhoidectomy, after firing, the instrument could not be opened or removed. Surgeon fired the instrument again and it seemed that the instrument cut then and stapled only before. Instrument could be opened, but staple line was incomplete. Surgeon overstitched and there was no report pt consequence. Post-operatively, pt developed a fever but is now doing fine.